Manufacturer narrative:
Insulin pump failed the displacement test. Pump received with cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had difficulty at top of case to remove battery from compartment. Customer's blood glucose level was unknown. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.